Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 437 mg/dl, which was treated with a bolus delivery. It was reported that high blood glucose was thought to be due to reservoir. Caller states reservoir would be replaced and will locate tubing clamp in order to proceed with troubleshooting. No further information provided.